Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part # 319.004, synthes lot # 6738247, supplier lot # n/a, release to warehouse date: 17aug2011, manufactured by: synthes jennersville. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the depth gauge for 1.3mm and 1.5 mm screws (p/n: 319.004, lot #: 6738247 was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the distal tip of the needle component was bent and deformed. Additionally, slight scratches were observed on the device but has no impact on the device functionality. No other issues were identified with the returned device. Device failure/defect identified? Yes. Dimensional inspection: measured dimension: conforming. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed depth gauge for 1.3/1.5mm screws (current and manufactured). Needle (1.3/1.5)(current/manufactured). Complaint confirmed? Yes, the device received was bent. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed for the depth gauge for 1.3mm and 1.5 mm screws (p/n: 319.004, lot #: 6738247). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device and the potential cause for missing protection sleeve could be due to device incorrectly assembled during the sterilization process. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is a synthes sales representative. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the depth gauge was found to be bent. There was no surgical delay. The procedure outcome was unknown. There was no patient consequence reported. This report is for a depth gauge. This is report 1 of 1 for (B)(4).